Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The device had intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted during testing. The device had cracked case at display window corners and minor scratched lcd window.

Event description:
It was reported that the insulin pump had a down arrow button that got stuck, causing the numbers to keep scrolling. The blood glucose reading was 69 mg/dl. No significant events leading to the keypad issues were observed. The customer advised that she had low blood glucose levels because she had waited long to eat. The most recent blood glucose reading was 121 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.